Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - device not returned. Additional information provided: right salpingectomy+left tubal ligation. . Physical examination upon admission: t37.4, p81 times/min, r20 times/min, bp108/86mmhg. Surgery was performed under general anesthesia with endotracheal intubation at 18:55. Before the surgery, the patient and her family signed and request the relevant surgery. At the same time, the patient's husband was shown to confirm the integrity of the needle again. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the patient¿s current health status and condition? Lot number? Was the needle piece retrieved during the same procedure? If no, please provide details. What measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle? Other information requested is unknown. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent emergency treatment due to ectopic pregnancy with right salpingectomy+left tubal ligation procedure on (B)(6) 2024 and suture was used. After ligating the left fallopian tube, under direct laparoscopic vision, pulling off suture needle happened when taking out the suture from the left lower abdominal incision. The needle was left in the abdominal cavity and the suture had been removed from the body. The bedside dr positioning was performed in conjunction with the radiology department, and the director of the first surgery department was invited to assist in the surgery. Under direct laparoscope vision, it was found that the remaining needle was located in the area between the appendix area and the lower edge of the liver, attached to the right abdominal wall. The needle was successfully removed during the surgery. The needle was checked to be intact without any breakage or defects. The wound was sutured, and the patient was sent back to the ward after waking up from anesthesia and having no special discomfort. Additional information has been requested.